Event description:
Type of procedure performed: ni device inserted into abdominal cavity. When sheath and obturator retracted the bag and attached string fell into the cavity. Additional information received via email from [name] 29.04.2021: what experience did you encounter during deployment? When they deployed the bag, the string became un attached from the deployment device which resulted in the bag a string falling into the abdominal cavity. Was there an attempt to unroll the bag? If so, how/what technique did you use? Were any instruments used? No were the metal supports partially or fully exposed upon deployment? Partially exposed was the bead/tissue bag found towards the middle of the supports or away from the tube? Towards the middle of the supports did the device jam during deployment of the actuator/plunger? No for cd003 were the cord loop/string knots exposed above the handle? Unsure was the plunger/actuator pressed forward towards the handles, then retracted, and then re-advanced (partially deployed, retracted, and then redeployed)? Yes was the bag still attached by the string to the plunger/actuator? No was the device safely removed from the patient? How? Yes, using a grasper was there enough room in the body cavity for the bag to open? Yes what did you experience with the device? When the bag was deployed,the string became un attached from the deployment device which resulted in the bag a string falling into the abdominal cavity. What were you trying to do when the device malfunctioned? Trying to place a specimen into the bag what happened that you didn¿t anticipate happening? The bag falling into the cavity if you are not returning the device, could you send a picture of the device and the packaging? Bag was thrown away, no pictures taken if the questions are being sent through email, send the respective pictures with it: none available additional information received via email from [name] 05.05.2021: I can confirm that the bag slid down the supports then fell off completely as the string fell off. Patient status: patient is fine, and completely unaffected type of intervention: ni

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The actuator was partially retracted and the tissue bag was not returned. The returned unit was disassembled and the pawl, an internal component of the device, was severely deformed. Based on the event description and evaluation of the returned unit, it is likely that the tissue bag fell off the supports due to retraction of the actuator prior to full actuation of the device. Per the instructions for use )IFU), the user should: hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop. Do not retract prior to full deployment.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: ni. Device inserted into abdominal cavity. When sheath and obturator retracted the bag and attached string fell into the cavity. Patient status: patient is fine, and completely unaffected. Type of intervention: ni.